Event description:
During a laparoscopic colon procedure instrument got stuck on some tissue and wouldn't release. It came unseamed. Device was manipulated to remove. Used another instrument to complete procedure. No pt consequences.